Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring of the of the reservoir compartment was missing. The reservoir did not stay in the insulin pump and she was taping it. Customer's blood glucose level was 187 mg/dl. The insulin pump was cracked and missing a piece. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip completely broken off; the reservoir does not stay locked in and was the reservoir tube missing o ring. Also, had minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked battery tube threads.